Manufacturer narrative:
The registry study physician reported that the event was probably related to the patient¿s existing condition(s), not related to the procedure, not related to ion system/accessories. A review of the system logs for the reported procedure date found there were no related system errors to have occurred during the procedure that was relevant to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient underwent an ion endoluminal biopsy as part of a clinical study. The procedure was completed without issue and the patient was discharged home the same day. The biopsy confirmed a squamous cell cancer. The patient died 18 days after the procedure. The death was attributed to their multiple underlying medical co-morbidities including chronic demyelinating polyneuropathy, hepatitis b, iron deficiency anemia, copd/emphysema and moderate pulmonary fibrosis. Based on the available data the death was due to underlying medical conditions and although there is no clear evidence of association with the index procedure, the possibility that the event was procedure related cannot be excluded. The death was identified as part of a clinical study. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that a clinical study registry patient underwent an uneventful 19-minute ion-assisted lung biopsy. The procedure was completed as planned, and the patient was discharged the same day. There were no reported device issues or complications associated with the procedure. The patient¿s spouse informed the physician that the patient expired 18 days post-procedure. The registry study physician deemed the death to be not related to the procedure, not related to the ion system or accessories, and probably related to the patient¿s pre-existing co-morbidities, including an 80 pack-year history of smoking. No additional information was available.